Event description:
It was reported that during a da vinci-assisted ventral hernia intraperitoneal onlay mesh (ipom) surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that endoscope image was flipped, and everything was moving backwards. The tse had the customer remove the 30-degree endoscope and reseat it, which resolved the issue. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The issue was resolved after reseating the endoscope. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to endoscope engagement issue. It can be resolved by reseating the endoscope.